Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of fluid in the system controller power cable was confirmed upon visual inspection of the returned system controller. The power cables were damaged, this damage includes tears in the jacket. Tears in the jacket have the potential to become a point of ingress for fluid to enter the power cables. The system controller supported a system without issue throughout functional testing. The power cables were stripped revealing fluid ingress throughout the power cables on the underlying layers and wires. The power cable shield is cadmium/copper and may oxidize when exposed resulting in a change of color. The downloaded log file contained approximately 4 days ((B)(6) 2021 per the timestamp). There were no atypical alarms throughout the log file. The observed fluid ingress did not impact system support during testing and the system operated without issue during the log file. The cause of the damage to the power cables cannot be confirmed, however the user is instructed to examine the power cables for damage at each power source exchange as a part if the daily checklist in the labeling. Any equipment that appears damaged or worn should be replaced. During the investigation there was an incidental finding of early stage of conductor breakdown in the black power cable. Device history record indicated the device was manufactured in accordance to manufacturing and quality assurance specifications. Heartmate 3 patient handbook section , entitled ¿living with the heartmate 3¿, explains that the system controller must be kept dry at all times and to never swim or take baths. Users are instructed not to shower without a doctor¿s approval, and to never shower with the shower bag. This section also states ¿although the external components of the heartmate 3 left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock or the pump may stop¿. Heartmate 3 instructions for use (IFU) section entitled ¿equipment storage and care¿, and heartmate 3 patient handbook section , entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the controller and the power cables. Heartmate 3 patient handbook section entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that dark fluid came out of the black power cable of the patient's system controller. The controller was exchanged.